Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report that she experienced a failed sensor 30 minutes after insertion. Upon removal of the failed sensor, patient believed the sensor wire appeared shorter than normal. The device has not been made available for evaluation and dexcom cannot confirm whether this incident actually involved a broken sensor wire.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.